Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. As a participant in the (B)(4) registry. Thoratec was granted as of may 17, 2007, an exemption from the 30 day calendar reporting requirement in 21 cfr 803.50 for events related to medical devices eligible for inclusion in the (B)(4) registry. Per this exemption, these events are due to the FDA no later than 90 calendar days from awareness date. The site who submitted this event is an active (B)(4) member and the associated medical device is included in the (B)(4) registry.

Event description:
The patient was implanted with a left ventricular assist device for approximately 3 months. The vad coordinator reported that there was potential pump thrombus. The pump was explanted and the patient received a heart transplant.